Event description:
It was reported that a faradrive steerable sheath clear was selected for a pulsed field ablation procedure. The faradrive steerable sheath clear had poor air impermeability. The faradrive steerable sheath clear was replaced, and the issue was resolved. The patient condition was stable and no patient complication were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that a faradrive steerable sheath clear was selected for a pulsed field ablation procedure. The faradrive steerable sheath clear had poor air impermeability. The faradrive steerable sheath clear was replaced, and the issue was resolved. The patient condition was stable and no patient complication were reported. The device has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event, as tears were found on both the external and internal hemostatic valves by their center slit, compromising the valves' ability to seal pressure and fluid within the sheath.